Event description:
Using infusion container to deliver keflin IV to pt, many containers after activation did not infuse. Pt "played" with over 1 hour many times to no avail. 12 doses missed and pt required 2 extra weeks therapy. Co notified. Rptr could not get system to work sometimes either.